Manufacturer narrative:
Additional info: additional information was received and it was learnt that the intraocular lens (iol) was fully implanted when the piece of plastic was noticed in the patient's eye. There was no incision enlargement, no vitrectomy was performed and no patient injury was reported. The patient outcome was reported as normal. (B)(4). Device evaluation: neither the intraocular lens (iol) or the piece of plastic were returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
As there is no indication that the lens was explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during cataract surgery a piece of plastic was observed in the eye anterior chamber and it was removed by the surgeon. Both the intraocular lens (iol) and the cartridge were reported as being suspect sources of the plastic particle. No further information was provided. Two mdrs will be filed. This report is to record the lens.